Event description:
A 2.75 mm diameter x 24 mm length endeavor drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an om lesion. Lesion morphology was reported to be moderately tortuous with little calcification and 90% stenosis. It is unknown if the lesion was pre-dilated. It was reported that the physician was attempting to reach the lesion through the left main into the left circumflex; however, resistance was met when attempting to reach the lesion and the stent dislodged. The stent remains in the patient. Another manufacturer's drug-eluting stent was used to treat the lesion. The patient is reported to be stable. Medtronic has received the device and its analysis has been completed. The catheter shaft was kinked possibly during the procedure. There was residue on the luer and under the balloon folds. The tip was flattened. The balloon had not been inflated and both pillows were evident. There was crimp/bake impressions on the balloon. The stent was not present on the balloon and was not returned for evaluation. The catheter tip failed visual inspection as it appeared flattened. The kinks noted on the catheter shaft and damage to the tip may have occurred during the procedure as it was confirmed that resistance was noted when advancing the device to/across the target lesion which had 90% stenosis with moderate bends. Information received from the field also indicated that the device was inspected prior to use with no issues noted. It was confirmed that the stent moved from its original position on the balloon and an attempt was made to pull the un-deployed stent back through the guide catheter and dislodged during the procedure. From the information available, it appears that the resistance noted when advancing the device to/across the stenotic lesion may have impacted on the stent retention of the device and as the device was withdrawn proximally out of the patient, the stent dislodged as reported. It was also indicated that a balloon was used during the procedure and inflated to 16 atms four times, however, it is unclear if this was for pre- or post dilation purposes. The possibility exists that the lesion had been pre-dilated and that the pre-dilations were not effective in opening up the stenosis to allow smooth passage of the endeavor drug-eluting stent resulting in the resistance as noted, however, this cannot be confirmed.

Manufacturer narrative:
Evaluation results: stent dislodgement. Moderately tortuous with little calcification and 90% stenosis. Evaluation conclusions: moderately tortuous with little calcification and 90% stenosis.